Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: this review is for sterilization procedure only part: 04.211.022s, lot: l981945, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: july 19, 2018, expiry date: july 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument. Part: 04.211.022, lot: h625163, manufacturing location: monument, manufacturing date: april 24, 2018, part: 04.211.022, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 22mm, lot: h625163 (non-sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.211.022.999, 2.8mm ti screw blank 22mm 02.7 variable angle w/sd8, lot: h504109. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process dimensional met all inspection acceptance criteria. Part: 04.210.120.999, 2.8mm screw blank 31mm no head turn/no point w/sd8, lot: h496003, work order traveler met all inspection acceptance criteria. Part: 23032, tialnbci2.78, lot: h494830. Certified test report supplied by perryman company was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the screw head component was broken off approximately at the neck (proximal end of the threaded shaft). The screw shaft component was slightly bent and some of the external threads were deformed. The bent and deformed condition on the screw shaft component indicate that device was subjected to significant unintended/overt force which would consistent with attempting to remove the broken screw shaft component. The dimensional inspection cannot be performed due to the post-manufacturing damage, and the cause for post-operative broken condition could not be identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The following drawing reflecting the current and manufacture revision was reviewed: 2.7mm variable angle locking screw self-tapping, standard recess as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as visual inspection of the received device confirmed the broken condition of locking screw implant. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent revision surgery due to bone union. During the procedure, the surgeon found that the head parts of three locking screws were broken. Because the head parts were broken, the screws could not be removed, and the screw shafts remained in the bone. The surgeon shaved the bone around the screws with a hollow reamer, and finally removed the 3 screw shafts with an extraction bolt. As a result, three large holes were made in the bone. The surgery was completed filling artificial bone in the three holes. There was a thirty (30) minute delay. This report is for a 2.7mm titanium (ti) variable angle (va) locking screw. This is report 1 of 3 for (B)(4) and captures the broken screws. The intraoperative action taken by the surgeon is captured under (B)(4).